Manufacturer narrative:
At this time, the consumer will not be returning the device for evaluation.

Event description:
A "sharp edge" on the douche pipe; subsequently a "scratch" occurred and blood loss was noted. The consumer filled the bulb syringe with water, administered the douche which reportedly "hurt just a little bit." After the douche pipe was removed, "quite a bit of blood" was noted. The amount of blood was unspecified. During examination of the device, it was noted there was "a sharp edge from the tip all the way to the bottom of the pipe." The physician was contacted and during examination a "scratch" on the wall of the vagina was noted. During a follow-up visit with her gynecologist, she was told that she was "completely healed." There was no reported adverse pt sequelae.